Event description:
The report stated that during a laparoscopically assisted distal gastrectomy, the ls1100 ligasure handpiece did not seal properly at the gastro retina with a full sealing cycle with a confirmed end tone. Oozing bleeding occurred when the tissue was bisected. The surgeon used another ls1100 handpiece to complete the procedure.

Manufacturer narrative:
Date of initial report: september 19, 2007.